Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (B)(6) was implanted due to idiopathic normal pressure hydrocephalus (inph) via ventriculoperitoneal (vp) shunt on (B)(6) 2023, with unknown setting at a different hospital. The patient had treatment in a geriatric hospital due to a worsening neurologic symptoms (symptoms not reported). The syphon guard side of the valve was sticking out and exudate was observed. Therefore, the device was removed on (B)(6) 2024. The silicone part that connects the valve and the syphon guard was significantly torn. The device was not replaced due to the possibility of the patient not having hydrocephalus; however, the patient may have a degenerative disease. Medical staff considers that the valve issue is not related to patient's degenerative disease. Based on information provided: the type of degenerative disease that is observed in the patient and its signs and symptoms are unknown.

Manufacturer narrative:
The hakim valve (ID (B)(6)) was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the position of the cam when valve was received was on setting 90 mmh2o. The valve was visually inspected, the siphon guard was damaged. Marks were noted around the siphon guard. Root cause analysis - the root cause for the issue reported by the customer is due to a sharp or pointed object coming into contact with the valve or atypical handling, silicone has a low cut/tear resistance.

Event description:
N/a.